Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined. Additional information was received that reported that after implantation, the patient had a severe desaturation when laid flat and a chest xray showed a small right pneumothorax. That evening, the patient suffered a respiratory arrest and as the patient was a dnr, no resuscitative efforts were undertaken per the family and patient's wishes. There was not noted to be any change in the patient's cardiac rhythm at the time of his demise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined. Additional information was received that reported that after implantation, the patient had a severe desaturation when laid flat and a chest xray showed a small right pneumothorax. That evening, the patient suffered a respiratory arrest and as the patient was a dnr, no resuscitative efforts were undertaken per the family and patient's wishes. There was not noted to be any change in the patient's cardiac rhythm at the time of his demise. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Additional information was received that reported that after implantation, the patient had a severe desaturation when laid flat and a chest xray showed a small right pneumothorax. That evening, the patient suffered a respiratory arrest and as the patient was a dnr, no resuscitative efforts were undertaken per the family and patient's wishes. There was not noted to be any change in the patient's cardiac rhythm at the time of his demise. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
Asku

Event description:
It was reported that during a system implant, the left ventricular lead dislodged and the vessel was too large for the lead. The lead was successfully replaced. After the implant, the patient returned to the intensive care unit intubated. The patient was later extubated and, per follow up, eating and talking when the patient arrested and died.. It was further reported that the device was "pacing fine in ICU after implant" and the patient's left arm was swollen. Additional follow up determined the cause of death to be cardiomyopathy.

Event description:
Asku